Event description:
Additional medical records were received that indicated that a CT and cta of the head and neck which was done during the latest hospital admission and were documented as being clear. However, that also does not rule out that the patient had a stroke.

Manufacturer narrative:
Update to b2 and b5. Correction to e1.

Event description:
Per medical record review, although the patient expired approximately 1 month post tavr, there was no allegation an edwards device caused or contributed to the death. The patient expired from a combination of their vast comorbidities, combine with the acute pulmonary failure, gastrointestinal bleed, aspiration pneumonia and bacteremia. The series of mini stroke which the patient's care advocate mentioned in their call, and which they state had occurred when the patient was discharged from hospital, could not be substantiated by the records received. The patient had a history of stoke, and the last confirmed stroke which the patient had was documented to have occurred in february 2023, and which had required treatment with tissue plasminogen activator (tpa). It should be noted that the initial 29mm s3 was implanted well with no valve dysfunction noted. The cause of death was listed by the care advocate as acute pulmonary failure, gastrointestinal bleed, aspiration pneumonia and bacteremia. However, the available records did not include a death certificate.

Manufacturer narrative:
Correction to h6; impact code. Update to b5.

Event description:
Approximately 25 days post tavr procedure using a 29mm sapien 3 valve via transfemoral approach, the patient expired. It was reported that on the way home from the hospital post discharge, the patient started to have mini strokes in the car. It was noted that the patient was taken off blood thinners for three days prior to the tavr procedure. The patient was transported to the hospital and "aspirated and was without oxygen to his brain" while at the hospital. The causes of death, according to the death certificate, are acute pulmonary failure, gastrointestinal bleed, aspiration pneumonia and bacteremia.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedural embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that unknown patient and /or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.